Manufacturer narrative:
Eval result: brake rod drive link.

Event description:
It was reported by service report that the siderail was damaged presenting sharp edges and the brakes do not work. It is unk if there was pt involvement or adverse consequences occurred.